Event description:
It was reported that the customer was experiencing the battery out limit alarm and was unable to clear the alarm. The customer's blood glucose was 253 mg/dl. The customer stated that the alarm occurred after the battery change. The customer also stated that the act button was not responding. The customer did not recall any significant events leading up to the keypad issues. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.